Manufacturer narrative:
Date of birth: 1956. Device is a combination product. The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR: 2134265-2014-06640. It was reported that a wire detachment occurred. The patient was undergoing an angioplasty run-off treatment in the chronic total occlusion located in the superficial femoral artery / popliteal artery. A .014 platinum plus guidewire was positioned and the physician then advanced an offroad system to treat the lesion, however it was noted that a small portion of the wire was sheared off by the offroad lancet. The wire was removed but the tip remains in the patient. The procedure was completed with another of the same wire. No other patient complications were reported and the patient recovered well.